Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she looked down at her infusion set and noticed that her tubing had split from where it was connected to the quick release. She stated that she saw it when she woke up, which caused her blood glucose level to increase. Upon investigation of the returned used device, it was found that the tubing was detached from the tubing connector. No further information available.